Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative who confirmed it with the healthcare provider (hcp) reported it was unknown what caused the patient to flat line. Following admission to the ICU the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that there was not device related issue, but the patient coded during the closing of their implant. Everything device related worked during the implant. The patient flat lined during the closing. She was resuscitated and is now recovering in the ICU. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.